Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in measured pressures used to calculate the insulin amount. Once equilibrium is reached, the fill estimate should function normally. Caller understood and acknowledged the explanation.